Event description:
This programmer froze during a case and a 34j shock was attempted to be delivered during dft testing. This happened a couple times before the physician asked for a new ICD. This programmer has not been returned. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the programmer including the programming head and the monitoring device was analyzed. The visual, mechanical and functional analysis revealed no indications of a material or manufacturing problem.the inspection of the device data of the renamic and the affected ICD (llesto 7 vr-t df 1 sn (B)(4)) revealed that the ICD was implanted on (B)(6) 2015. On that day a 34 joules induction shock was documented after having been manually programmed from 1 joule to 34 joules at 10:25 am. Meanwhile the programming head was removed and the emergency shock was chosen instead. Since the programming head did not have contact to the ICD this change did not reach the implant and the programmed 34 joules induction shock was delivered.a new induction was started at 10:26 am and canceled by pushing the emergency shock button while the programming head was placed over the ICD. Therefore the induction shock was aborted as expected and an emergency shock was delivered at 10:26 am. Afterwards another induction shock was attempted but manually canceled and a 1 joule induction shock was programmed instead and delivered successfully at 10:48 am.in conclusion, there was no indication of a device malfunction for the renamic including the programming head or the ICD.